Event description:
A medtronic representative reported that in a surgery, the tap locked up while using the orange navlock tracker with the powerease. The surgeon was able to complete the surgery using navigation with no impact to the patient.

Manufacturer narrative:
The patient age has been requested, but is unavailable. The tap has a severe ring of abrasion on the shaft and the tap is blocked with unidentified material. The tracker also shows a ring of abrasion inside the navlock. With a known good instrument inserted into the navlock, there is some drag, but the fit is otherwise normal. Mechanical problem directly caused the event.